Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned. Sepsis: the root cause of the injury was unable to be determined due to insufficient clinical details. Ppae/ major bleed: the cause of the bleeding was not determined due to lack of clinical details, no product finding during analysis.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. While procedural anticoagulation used for impella implantation may have contributed, the impella cp is not a likely contributing factor.

Event description:
An impella cp device was inserted via the right femoral artery in an 85-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of coronary artery disease, prior percutaneous coronary intervention, and diabetes mellitus. During support, nursing staff provided an update due to high vasopressor requirements and a mixed shock presentation, with the patient on maximum doses of four vasopressors, impella cp support, and receiving fluid boluses. A CT scan of the head, chest, abdomen, and pelvis was obtained for further evaluation. Imaging demonstrated a stable right abdominal/pelvic hemorrhage with no evidence of active bleeding. The patient received one unit of red blood cells prior to imaging for a slight decrease in hemoglobin. Per report, the patient responded appropriately to transfusion and staff were able to wean vasopressors. The heparin infusion was held. The impella access site remained intact with no evidence of bruising or active bleeding. The patient survived following explant. The reported major bleeding requiring blood transfusion, hemostasis, and medication was anatomically remote from the impella cp access site and occurred in the setting of critical condition, cardiogenic shock, and systemic anticoagulation. While procedural anticoagulation used for impella implantation may have contributed, the impella cp is not a likely contributing factor.